Event description:
The customer reported to corporate product surveillance a clearlink continue-flo solution set in which a leak was observed at the third y-site (closest to where a patient would connect to the administration set). According to the report the leak of an unknown saline was observed to be coming from the clearlink luer activated device. The alleged malfunction was observed during priming of the set in the oncology department; therefore, the clearlink had not been previously accessed. There were no visual irregularities or cracks noticed on the clearlink. There was no patient involved with the incident; therefore there are no reports of patient injury, medical intervention or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. The sample arrived out of the pouch primed. Visual inspection showed no abnormalities. The set was marked with a red tag next to the third y-site down from the drip chamber indicating the potential leak site. The sample was spiked into a 1000ml solution bag containing reverse osmosis water and the sample was then re-primed. A leak was observed from the gland of the third y-site. Closer visual inspection of the gland showed no obvious abnormalities. Reverse osmosis water was then injected into the second y-site down from the drip chamber with an in-house 60ml syringe. This showed that the leak origin is located between the gland and housing wall opening of the third y-site. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. Additional information: a batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.